Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: the correct procedure was a revision of a gastric bypass. Does the surgeon wait 15 seconds prior to firing? Yes. Where was site of the leak? Two leaks found. 1st was a blue reload on duodenum, 2nd was close to g-j. What technique was used for gastrojejunostomy? Hand sewn. Was the site of leak identified? Was leak on pouch or j-j? See above. Were there any staple formation issues or device performance issues in the initial procedure? No, surgeon said everything went well during the case. Malformed noted in reop. Was a leak test performed interop? Yes only on pouch. Was another stapling device or suture used to close common channel? Not a bypass. What is the current patient status? Patient died, had a stroke, surgeon stated it had nothing to do with the device issues. Occurred a couple of days later.

Event description:
It was reported that during a gastric bypass, the surgeon approached the sales rep days after the procedure and mentioned how he had a post op leak at one of the staple lines. He used a psee45a and a blue reload with a seam guard. Everything looked good during the procedure, no leaking. But after found staple line leaking. The patient had to be taken back to surgery and reoperated on.